Manufacturer narrative:
Vyaire complaint (B)(4). The root cause was determined to be due to an oxygen sensor depleting earlier than expected. To resolve this issue, the o2 sensor was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Log file analysis reveals no problem with the o2 input pressure, but there are some o2 mismatch issues. Vyaire requested the customer to perform two-point o2 calibration as well as ventilation verification before replacement of o2 cell. No root cause determined at this point in time. As a resolution, o2 cell has been replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e was alarming "oxygen sensor requires calibration" even though calibration had been completed. It happened twice in 12 hours during invasive ventilation of a patient on 30% fio2 (fraction of inspired oxygen) settings. The end user had to manually ventilate the patient during calibration attempts but eventually stopped using the ventilator. No harm occurred, but the incident caused delay in treatment.